Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a decrease in the intrinsic r-waves. It was noted that the electrogram was missing about 10 seconds of the event. There was a stored untreated episode due to oversensing of noise. Also, the shock impedance had increased to 120 ohms. Technical services discussed the electrograms. There were no additional adverse patient effects. The system remains implanted.